Manufacturer narrative:
The unexposed portion of the soft cannula was found to have a tear and cause a leakage. Upon opening the pod, no damages or defects were found during visual examination of the soft cannula, however fluid path testing revealed this small tear in the unexposed soft cannula. The tear in the unexposed portion of the soft cannula was measured to be 7.41mm from the nail head. The downloaded data does not show any timeouts or drive stalls during the run. No evidence of fluid stains or corrosion were observed in the internal components. No other damages or defects were found with the device. The internally damaged soft cannula is confirmed as the cause of the insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.locked down smartphone: lockdownomnipod software app version: 3.1.5-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod for less than 1 hour. Investigation of the pod found a tear in the cannula. The device was originally reported due to the customer being unsure if it was delivering insulin.